Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after an accidental second meal announcement was entered into the ilet approximately 30 minutes after the initial meal entry, while the user was already low, and the cartridge was noted to be empty. Symptoms included a documented blood glucose of 58 mg/dl without loss of consciousness, dizziness, or other acute complications. Outcomes included transient hypoglycemia that resolved to 89 mg/dl after oral carbohydrate treatment. Investigation included a review of user-reported history, troubleshooting, and education provided by support, including guidance to administer oral carbohydrates and monitor recovery. Investigation of this case revealed user error related to duplicate meal announcement and continued use with an empty cartridge. It was concluded that the event was attributable to use error, with appropriate response involving oral glucose and education on avoiding duplicate announcements and ensuring adequate insulin supply. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.